Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 200 mg/dl. Reportedly, pump was unable to charge with an alternate wall adapter and customer continued to use the pump for insulin therapy.